Event description:
It was reported that a patient underwent a pulmonary vein isolation cardiac ablation procedure with an unknown lasso diagnostic catheter and experienced a phrenic nerve palsy. Devices used during the case: - carto3 system (sn (B)(4) / v7.2.40.250), ngen generator (sn (B)(4) ), ngen pump (sn (B)(4) . The caller confirmed that no other biosense webster devices have been used. Catheter used during the case: helios star balloon, guides star, and lasso star it was reported that all catheters have been discarded; therefore, no lot numbers could be provided. The bwi representative confirmed that they did not have any issue on the system but it was reported that the patient had a phrenic nerve palsy during the ablation of the right pulmonary vein. The patient is alive. Procedure has been completed. No delay.

Manufacturer narrative:
Initial reporter phone : (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).